Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, broken battery tube threads, cracked case at display window corner, minor scratches to the display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the reservoir compartment was broken. She did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.